Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03133. This report is being submitted as additional information. Updated the patient's weight. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1days. Manufacturer's investigation conclusion: the reported event of bleeding from the inflow cannula/apical sewing ring could not be confirmed. A specific cause for the reported event could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The patient remains ongoing with the heartmate 3. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient returned to the operating room on (B)(6)2017 due to bleeding from the inflow cannula ring and tamponade. The inflow cannula ring was sutured appropriately. Excess fluid was drained. The patient received unspecified blood transfusion.